Event description:
The customer initially called to report cidex mixing with water. While onsite to repair the unit the asp field service engineer (fse) found that the heater fuse was out. The customer stated that they did not notice that the heater light was out, so they did not know to extend the disinfect cycle. The customer stated that there were no physical complaints. The fse repaired the unit.

Manufacturer narrative:
Other, heater light out: capital equipment, unit evaluated at the facility. The fse replaced the fuse. He ran an empty cycle with no issues.